Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance, with an increase in impedance of over 30 percent noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: model: sedr01 ipg, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.